Manufacturer narrative:
It was reported via repair work order that the brake cams are worn and will not hold. Upon further investigation of this complaint it was discovered that this product was not manufactured by stryker medical. A letter has been sent to the correct manufacturer sechrist industries notifying them of the customer complaint.

Event description:
It was reported via repair work order that the brake cams are worn and will not hold. Upon further investigation of this complaint it was discovered that this product was not manufactured by stryker medical. A letter has been sent to the correct manufacturer sechrist industries notifying them of the customer complaint.

Event description:
It was reported via repair work order that the brake cams are worn and will not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.